Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer kept correcting and it did not reduce. Patient removed the set and saw blood on the cannula. The pump was saying there are 67 units of insulin and that customer morning started with 120 units. Three weeks ago customer was in the process of filling the reservoir. The customer saw insulin come out of the tubing but no numbers came up on the screen. Customer removed reservoir and did the process over again. The number did come and then it started flashing. Then it kept dripping and it did not stop. When it finally stopped customer inserted the set. Troubleshooting was not completed. The insulin pump will not be returned for analysis.